Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member concerning patient with an implantable neurostimulator (ins). It was reported that since patient had back surgery in (B)(6) 2018, when he lays down and rolls on the unit it zaps him, so he turns stimulation off when he lays down. The caller was redirected to the healthcare provider (hcp). No further complications were reported/anticipated.